Manufacturer narrative:
H3: product analysis found that visually, the bur was in a broken condition when returned. The distal end of the bur with the sleeve was missing and not returned. The overall length of the bur shall measure 3.850 +0.015/-0.010 inches and measured 2.067 inches from the proximal end of the shank to the broken point which was out of specification. The broken bur was also bent and had a striation. Functional testing could not be performed due to the broken state of the device. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op during a short periodic test, it was found that the drill would not go all the way into the shaft as there was a broken bur stuck in skeeter drill handpiece which was broken in 2 pieces. There was no patient impact.